Manufacturer narrative:
Other relevant device(s) are: product ID: bi71000180, serial/lot #: (B)(4). Please refer to mfg. Report# 3004785967-2019-01644 for subsequent system servicing and return part analysis. This event pertains to one of the three known occurrences of this issue involving the imaging system prior to servicing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used for an unknown procedure. It was reported the imaging system was restarting intermittently on its own and required motion calibration before continuing. The issue had occurred three times within the last two weeks. The issue resulted in less than one hour procedure delay. There was no impact on patient outcome. No further information could be obtained through the site.